Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to the customer's blood glucose level. Customer changed the pump supplies to address the issue and resumed insulin delivery.